Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms included redness, swelling, and warmth at the ipg site. It was believed that the infection was not device related. The patient was prescribed antibiotics and underwent an explant of the ipg.

Manufacturer narrative:
Additional information was received that the infection was not procedure related.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms included redness, swelling, and warmth at the ipg site. It was believed that the infection was not device related. The patient was prescribed antibiotics and underwent an explant of the ipg.

Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn as it was discarded by the medical facility.